Event description:
Customer reported the insulin pump kept alarming lost sensor. Customer's blood glucose was 73 mg/dl. Troubleshooting was performed. Customer stated that upon inserting the sensor it did not go all the way in so she manually pushed it in. The alarm occurred after attempting to calibrate. Customer was advised to take out the sensor. Customer stated the cannula was bent in a z shape. Customer also noted that the sensor looked like it was two separate pieces there was a copper piece that looked like a z shape. No further information reported.

Manufacturer narrative:
Inspected 2 opened/used enlite sensors and performed bicarbonate buffer test. 1 of 2 sensors failed for no isig readings detected 1 remaining sensor passed per specification with accurate readings. Unable to test or reproduce skin irritation in lab. Unable to confirm needle complaint due to customer did not return insertion needle sensor only. Also found 2 cannula bent. Unable to confirm customer received sensor in said condition due to customer returned opened/used.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.